Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 600 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated they could not use their insulin pump because they do not have any more strips. The customer's insulin pump does not take the new batteries that were inserted. The customer does not want to troubleshoot the issue and simply wanted a replacement. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the basic occlusion test and displacement test. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.